Manufacturer narrative:
Additional information received: core lab review of imaging from (B)(6) 2018 observed a small dissection/pseudoaneurysm just proximal to the device/left renal. The images from (B)(6) 2018 show perfusion of the pseudoaneurysm not communicating with the aneurysm sac. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: as per the core lab the dissection/pseudoaneurysm is at the level of both the endurant bifurcate (esbf3614c103ee ) and the endurant cuff (etcf3636c49ee). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: product ID: etcf3636c49ee, serial/lot #: (B)(6), ubd: 20-jul-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during the chevar treatment of a 53mm abdominal aortic aneurysm. Approx. 9 months, 15 days later an additional endurant cuff was placed. It was reported during a recent review by corelab imaging taken approx. 1 year post index procedure, a stent graft fracture in the proximal/suprarenal bare stent of the endurant iis stent graft was observed. No endoleak was observed. The cause of the stent fracture is undetermined.